Manufacturer narrative:
Concomitant medical produvt: product ID 8703w, serial# (B)(6) implanted: (B)(6) 1997, explanted: (B)(6) 2024, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8703w, serial/lot #: (B)(6), ubd: 09-dec-1998, UDI#: (B)(4). H3: 8637-40 pump: destructive analysis identified wear on the motor o-ring for gear number three. 8703w catheter: analysis identified that the suture ring on the catheter connector was broken. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) regarding a patient receiving intrathecal unknown drug via an implantable pump for unknown indications for use. It was reported that the devices were returned due to a potential performance issue and patient death. The date of death was reported as (B)(6) 2024. The cause of death was reported to be hypoxic respiratory failure. The patient weight was also provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.